Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
It was reported that impedances were out of range on contacts 0, 4, 5, and 6 during implant and this was due to the lead placement and not to device damage. It was noted that impedances were high and were 20000 ohms. It was later reported that no actions were taken regarding the high impedances at implant and the implanting physician was confident that they were due to the lead position. It was noted that the patient had adequate coverage and pain relief and no symptoms from the high impedances.